Event description:
A call was received from a patient who stated either a nylon or a medpor product was implanted, which allegedly ¿melted into her bone through her cartilage¿ causing an abscess which required antibiotic treatment and removal of the implant. No part number was provided. Patient declined to answer further questions.

Manufacturer narrative:
Device not returned for evaluation as it was kept by the patient. If additional information is received it will be reported on a supplemental report. Patient kept device.